Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the stylet was not able to be inserted in the lead during implant. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of stylet getting stuck inside the lead was confirmed. As received, a complete lead with five stylets was returned in one piece for analysis, measuring 57.9 cm. Visual inspection of the lead found no anomalies. X-ray examination found the inner coil was over-torqued at the connector region. The cause of the reported event was isolated to the damaged coil found on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.